Manufacturer narrative:
The bme replaced the ground cable and verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Event description:
Philips received a customer report regarding the v60 device, indicating a device failure. During evaluation, an electrical safety test issues was identified; however, the device was not in patient use at the time. There were no reports of patient or user harm, or injury associated with the incident. Testing revealed that the ground resistance measured less than 200 milliohms at the oxygen (o2) inlet fitting retention plate screw test point. Investigation is ongoing.